Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site as it was too shallow. The patient underwent a revision procedure wherein the ipg was replaced and the pocket site was relocated. No device malfunction was suspected. The patient was doing well post-operatively.